Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid. A blood patch was administered but the symptoms did not resolve. The device was explanted and there have been no reports of further complications regarding this event.